Event description:
Customer reported family member tested pt while pt was unconscious during a hypoglycemic event and received an inaccurate high reading of 136 mg/dl. They were transported to the hosp by paramedics where a reading of 36 mg/dl was received with an unk brand of meter hosp provided glucose, and covered pt with blankets. Testing was conducted on the fingers.